Event description:
Per the clinic, the patient experienced perilymph leak due to large vestibular aqueduct. The patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2026 to stop perilymph leak from cochlea. The implanted device remains.